Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: angina, requiring medical intervention to treat in-stent restenosis (isr). Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007. During the index procedure a 3.5 x 12mm xience v stent was deployed in the proximal circumflex and a 3.0 x 15mm xience v stent was deployed in the proximal left anterior descending artery (lad). The patient returned to the hospital with angina in 2008. Angiography showed 95% in-stent restenosis (isr) of the proximal lad. The isr was treated with a balloon dilatation catheter and an additional drug eluting stent was deployed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information . Angina and stenosis are known adverse events associated with coronary stenting as noted in the xience v instructions for use (IFU) and the risk assessment. These known patient effects are not necessarily an indication of a product quality issue. In this case, it is likely that the angina is a secondary effect of the restenosis, which was treated with balloon dilatation and an additional drug eluting stent (hospitalization). A conclusive root cause for the reported patient issues and the relationship to the device, if any, cannot be determined.